Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient received an inappropriate therapy due to oversensing lead noise. The noise was reproduced and a bend was found in the lead when the pocket was opened. The lead was capped and replaced successfully. The patient was stable post procedure.